Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The patient subsequently passed away due to dic [disseminated intravascular coagulation] the patient went into cardiac arrest [cardiac arrest] jada did not control bleeding [device ineffective] user error - suction on the wall was found to be not working after the fact, attempted to insert 2 jada devices [device use error] case narrative: this spontaneous report originating from united states was received from a technician referring to a female patient of unknown age via clinical account specialist (cas). A patient gave birth on (B)(6) 2024, believed to be via vaginal delivery, and the delivery initially went well. However, six hours later, the patient began complained of pain and subsequently experienced hemorrhaging. The patient¿s concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the healthcare provider (hcp) attempted to insert with vacuum-induced hemorrhage control system (jada system) via intravaginal route (lot #, serial # and expiration date were not reported) for postpartum hemorrhage. The hcp (health care professional) attempted to use vacuum-induced hemorrhage control system (jada system), but the suction did not work. Upon further investigation, it was found that the suction on the wall was not worked properly. It was user error ¿ suction on the wall was found to be not working after the fact, attempted to insert 2 jada devices (device use error) and it was not an issue with the vacuum-induced hemorrhage control system (jada system). The vacuum-induced hemorrhage control system (jada system) device did not stop control the bleeding (device ineffective). The patient was then taken to the operating room for further examination, during which the patient went into cardiac arrest and subsequently passed away due to disseminated intravascular coagulation (dic). It was unknown if an autopsy was performed. No additional adverse event (ae)/ product quality complaint (pqc) reported. The outcome of event cardiac arrest was unknown, and outcome of disseminated intravascular coagulation was fatal. The reporter's causality assessment was not provided. Upon internal review, the events disseminated intravascular coagulation, cardiac arrest was determined to be medically significant and life threatening. Upon internal review, the event device ineffective was determined to be medically significant. This case was linked to same patient linked case included the healthcare provider (hcp) attempted to insert two different jada systems but "could not get the suction to work (reported in (B)(4)). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: death.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The patient subsequently passed away due to dic [disseminated intravascular coagulation]. The patient went into cardiac arrest [cardiac arrest]. Jada did not control bleeding [device ineffective]. User error - suction on the wall was found to be not working after the fact, attempted to insert 2 jada devices [device use error]. Case narrative: this spontaneous report originating from united states was received from a technician referring to a female patient of unknown age via clinical account specialist (cas). A patient gave birth on (B)(6) 2024, believed to be via vaginal delivery, and the delivery initially went well. However, in (B)(6) 2024 (also reported as six hours later), the patient began complained of pain and subsequently experienced hemorrhaging. The patient¿s concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the healthcare provider (hcp) attempted to insert with vacuum-induced hemorrhage control system (jada system) via intravaginal route (lot #, serial # and expiration date were not reported) for postpartum hemorrhage. The hcp (health care professional) attempted to use vacuum-induced hemorrhage control system (jada system), but the suction did not work. Upon further investigation, it was found that the suction on the wall was not worked properly. It was user error ¿ suction on the wall was found to be not working after the fact, attempted to insert 2 vacuum-induced hemorrhage control system (jada system) devices (device use error) and it was not an issue with the vacuum-induced hemorrhage control system (jada system). The vacuum-induced hemorrhage control system (jada system) device did not stop control the bleeding (device ineffective). The patient was then taken to the operating room for further examination, during which the patient went into cardiac arrest and subsequently passed away due to disseminated intravascular coagulation (dic). It was unknown if an autopsy was performed. No additional adverse event (ae)/ product quality complaint (pqc) reported. The outcome of event cardiac arrest was unknown, and outcome of disseminated intravascular coagulation was fatal. The reporter's causality assessment was not provided. Upon internal review, the events disseminated intravascular coagulation, cardiac arrest was determined to be medically significant and life threatening. Upon internal review, the event device ineffective was determined to be medically significant. This case was linked to same patient linked case included the healthcare provider (hcp) attempted to insert two different jada systems but "could not get the suction to work (reported in oars # (B)(4)). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: death. This is an amended report. Upon further review, the report was considered only to be an adverse event report and hence product problem classification was removed.